Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter. The balloon was loosely folded. There was blood in the inflation lumen. The outer shaft, inner shaft, balloon and tip were microscopically examined. There was a balloon tear longitudinally. There was tip damage. There was a kink 22cm from the hub. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 03-august-2016. It was reported that crossing difficulties were encountered. The 85% stenosed target lesion was located in the calcified mid left circumflex artery (lcx). A 15mm x 3.00mm nc quantum apex balloon catheter was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed balloon longitudinal tear.